Manufacturer narrative:
Asaio journal 2017 doi: 10.1097/mat.0000000000000645. Durable biventricular support using right atrial placement of the heartware hvad. Hao a. Tran, travis l. Pollema, jorge silva enciso, barry h. Greenberg, denise d. Barnard, eric d. Adler and victor g. Pretorius. This complaint is related to: MFR#: 3007042319-2017-03379. This complaint is related to: MFR#: 3007042319-2017-03383. This complaint is related to: MFR#: 3007042319-2017-03111. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A journal article was received that included a report of a patient who experienced gastrointestinal (gi) bleed after biventricular vad implantation. The article described the consecutive implantation of eleven patients with biventricular vads between jun-2014 and may-2016. These patients were all implanted with pumps (10 hvads and 1 heartmate ii) in their left ventricles and pumps (11 hvads) in their right atria. All eleven of these patients were dependent on one or more inotropic and vasoactive medications. One of the patients identified in the article experienced a major gi bleed requiring transfusion. The patient is reported to have been on biventricular vad support for 263 days and subsequently underwent a cardiac transplantation. The authors concluded that this type of therapy is a viable alternative to current practices in the management of biventricular failure. Further follow up did not yield any additional relevant information regarding these events.